Event description:
It was reported there was a volume discrepancy; the actual volume (0ml) was less than the expected volume (3.4ml). The patient had a change in therapy effect, increased pain, nausea and chills since the friday prior to this report date. The patient did not experience any overdose symptoms during the last six months, but did have some reported constipation. The caller reported the two previous refills went well and had within specification volume differences. The patient reportedly ¿laid out¿ at the beach, but did not travel anywhere or use heating pads. The reporter stated there was no suspicion the patient accessed the pump. The pump was used to deliver compounded morphine at 6.6mg/day, bupivicaine at 6.6mg/day and compounded baclofen at 49.5mcg/day. It was later reported that the patient was monitored and the problem resolved. The symptoms of withdrawal resolved. The patient continued with pump therapy. It was noted that the patient had chronic constipation and was doing well on cathartics.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter; product ID 8578, serial# (B)(4), implanted: (B)(6) 2011, product type: accessory. (B)(4).